Manufacturer narrative:
(B)(4). The complaint sample was not returned to teleflex for investigation purposes. The complaint cannot be confirmed based on the information received. The complaint root cause cannot be established. No corrective/preventative actions will be assigned. If the device becomes available at a later date, this report will be updated with the evaluation results. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint states: "miller rusch green light disposable blade failed during an intubation. The tip of the fiber optic light bundle broke off in the patients airway and had to removed by and ER physician. (Cont.) Hospital is keeping damaged blade at this time for review." Patient condition reported as fine.